Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and keep getting alert patient temperature (pt) 1 probe out of range in an arctic sun device. Esophageal probe in use. Verified cable was plugged securely into probe and device in the patient temperature (pt) 1 port. Probe plugged into bedside monitor was registering. Tried to use cable from another device, but probe still was not registering. Advised them to contact biomed for brand new cable. If that new cable did not work, then the device itself needs to be evaluated by biomed. Encouraged them to call back for additional assistance.

Event description:
It was reported that they were trying to initiate therapy and keep getting alert patient temperature (pt) 1 probe out of range in an arctic sun device. Esophageal probe in use. Verified cable was plugged securely into probe and device in the patient temperature (pt) 1 port. Probe plugged into bedside monitor was registering. Tried to use cable from another device, but probe still was not registering. Advised them to contact biomed for brand new cable. If that new cable did not work, then the device itself needs to be evaluated by biomed. Encouraged them to call back for additional assistance.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Esophageal probe in use. Verified cable was plugged securely into probe and device in the patient temperature (pt) 1 port. Probe plugged into bedside monitor was registering. Tried to use cable from another device, but probe still was not registering. Advised them to contact biomed for brand new cable. A DHR review is not required as the lot number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.